Manufacturer narrative:
Clotting time maintained at greater than 300 seconds. There were no issues with the catheter regarding temperature or flow. Although impedance was high during the procedure, it did not exceed the cut-off. There were no reports of error messages or product problems on any bwi equipment. Since this adverse event required medical or surgical intervention in an attempt to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17542322l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Concomitant product: stockert j70 generator. (B)(4).

Event description:
It was reported that a male patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional sf catheter and suffered a cerebrovascular accident requiring rehabilitation. During ablation, the physician felt that impedance was slightly high. Post-procedure, char was adhered to the tip of the catheter. Vital signs were reported to be stable during hemostasis. Upon return to the ward, the patient reported nausea and dizziness. On post-procedure day 2, while being discharged from the hospital, the patient lost consciousness. Magnetic resonance imaging confirmed a cerebral infarction. Patient required extended hospitalization as a result of this adverse event. Patient required rehabilitation for mild paralysis. There is no further information regarding neurological symptoms since the procedure was completed. It was noted that this adverse event caused disability or permanent damage. It is not yet known if the sequelae are temporary or permanent. Physician¿s opinion regarding the cause of the adverse event is that it may have been ablation procedure related. It was noted that although the physician was aware of the rising impedance, the procedure continued. There is no information regarding if the physician considered the char to be excessive or if they considered the amount of char to be a potential risk to the patient. Generator parameters included power control mode at 25-30 watts for 25-30 seconds. Impedance was noted to be high. Patient received anticoagulant every 30 minutes during the procedure with activated.